Event description:
The user facility reported that the device was tearing pleura tissue on the patient during a procedure. The tears were treated by wound drainage with a tube.

Manufacturer narrative:
Device not returned.

Event description:
The user facility reported that the device was tearing pleura tissue on the patient during a procedure. The tears were treated by wound drainage with a tube.